Event description:
Underdelivery reported: it was reported that the pump underdelivered during routine scheduled preventative maintenance testing by the biomedical engineer. There was no report of pt event while the pump was in clinical service. There was no add'l info available.